Manufacturer narrative:
Device passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had not working also keypad anomaly and keypad was not responding also moisture exposure to the insulin pump was sea water. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and won't able to do self test since keypad is not responding. The device will be returned for analysis.